Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had replaced battery now alarm and power error detected alarm. The customer¿s blood glucose unknown. Customer did not received low battery alert prior to replace battery now alarm. The customer was advised that the insulin pump needed to be replaced and was advised to monitor the insulin pump and that customer may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement. Pump error detected and unexpected power loss alarms due to connector resistance issue. The insulin pump received with missing retainer, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer.